Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) in three years. The charge time was 24.3 seconds and the monitoring voltage was 2.70v. There is a concern that the battery depleted earlier than expected.